Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with rear housing damaged. Event history log review was performed and found indications of one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding "low volume found during diagnostic" was unable to be confirmed. During investigation, the volume delivered accuracy testing found the pump average delivery error to be within the published specification of +/-6%. According to the investigation the pump damage rear housing will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had low volume during diagnosis. No adverse effects were reported.